Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: lff005452v outer insulation breached mio. Full lead returned. Upon inspection, it was noted that the proximal conductor of the lead was distorted. Upon visual inspection, it was noted that the outer insulation of the lead was breached cut, melted and had cosmetic damage mio esc and cosmetic depression. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism.

Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.